Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient arrived at the emergency department due to lightheadedness and a slow heart beat in the 40 bpm range. It was noted that the lead had malfunctioned by having increasing thresholds and intermittent capture. The lead was capped and replaced. There were no reported patient complications as a result of this event.